Event description:
It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2009. Currently, the pt is being monitored due to pain.

Manufacturer narrative:
This case was reopened on july 08, 2016 to enter additional information which had been received on june 28, 2016. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2015 due to pain and loosening.

Manufacturer narrative:
This case was reopened on march 01, 2016 to enter additional information which had been received on february 24, 2016. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 54/48 n. The patient was revised on (B)(6) 2015 due to pain and dislocation of cup.

Manufacturer narrative:
The MFR ref did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. (B)(4).